Event description:
The hcp reported that, at the last refill, they ordered and programmed drug was 500mcg/ml but the actual drug was 2000mcg/ml. The pt was programmed to received 68mcg/day, but actually received 272mcg/day. The pt experienced overdose symptoms. The pt was admitted to the intensive care unit. The hcp programmed the pump to run at the minimum rate.